Manufacturer narrative:
The insulin pump was received unable to vibrate during self-test due to broken vibrator black wire. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a vibrate anomaly. The customer reported the vibrate function was not functional on the insulin pump. The customer stated the insulin pump did not vibrate during a self-test. The customer was able to verify the vibrate mode was on the insulin pump. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.